Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02827, 0001822565-2022-02828, 0001822565-2022-02829, 0001822565-2022-02830, 0001822565-2022-02831. Medical devices: femoral component option size d left catalog#: 00588001401 lot#: 64652980. Articular surface with hinge post extension screw size d 12 mm height catalog#: 00588004012 lot#: 65049618. Tibial component precoat size 3 catalog#: 00588000300 lot#: 65066032. Prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 64812708. Prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 64194057. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, patient reports pain, decreased mobility, instability, and cannot walk without assistance. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested component code - mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.